Manufacturer narrative:
An eval of the suspect sample and a reserve sample of the same lot is in progress.

Event description:
Consumer claimed using the prod made his mouth sore, and it was difficult to eat. No medical attention was sought for this condition.